Event description:
It was reported that during a da vinci s procedure, the cable on the tip of the instrument broke. There were no missing or fallen pieces reported. The customer did not allege any patient harm, adverse outcome, or injury.

Manufacturer narrative:
The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.